Manufacturer narrative:
The investigation has been completed. A device history record (DHR) review was performed and found no non-conformances that would cause the reported malfunction. All records indicate that the device was manufactured in accordance with all applicable procedures. The root cause could not be conclusively determined. Probable causes that could have led to the reported event include that the lamp failed due to accidental failure or aged deterioration. An e103 is an error message of light source ignition.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The reporter elected to perform troubleshooting with olympus and the caller was advised to check the light source connection. New information provided by the reporter confirms that the unit is working now, following replacement of the lamp. As the device was not returned for evaluation, we are unable to determine a root cause for the reported event. If additional information becomes available or the device is returned for evaluation, a supplemental report will be filed. Olympus will continue to monitor complaints for this device.

Event description:
The user facility reported that a error code e103 was produced during preparation for use. There was no patient involvement associated with this report. The reporter was requesting technical support for this error.